Event description:
Surgeon implanted a prodisc c device in the patient at c6/7 on (B)(6) 2021. Patient had ongoing arm and neck pain and the decision was made to remove the pdc implant. Removing surgeon stated that there was no failure or malfunction of the device. On (B)(6) 2022. Removing surgeon removed the pdc implant, increased decompression of the space, and fused the patient with an interbody cage and plate system.

Manufacturer narrative:
It was reported that a patient underwent a pdc removal following ongoing neck and arm pain. On (B)(6) 2022. Removing surgeon removed the pdc implant, increased decompression of the space, and fused the patient with an interbody cage and plate system. A review of the DHR found no anomalies associated with the complaint. Complaint trending found the rate of complaints where patient pain was indicated without an indicated device problem or malfunction were remote. The risk assessment identified pain associated with multiple hazards and hazardous situations. No further detailed risks could be identified without an associated cause of the neck and arm pain. Device was sent to exponent for evaluation under the prodisc retrieval program. The investigation determined the cause for removal was not linked to the device. The patient's symptoms were also indicated to not be associated with the device. The cause of these symptoms is unknown thus a device problem was not confirmed. This submission is 1 of 1 devices involved in this event.